Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery which was mildly tortuous. After pre-dilatation, the 2.25 x 12 xience nano was advanced, but was unable to cross the lesion. When the stent delivery system was removed, the tip broke off (outside the patient) and remained on the guide wire. There was no reported resistance during removal. A 2.0 x 12 xience nano was used to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no report of any damage noted to the stent delivery system or stent implant during inspection prior to use, which suggests that a product deficiency did not contribute to the reported complaint. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.